Event description:
Caller alleged discrepant low inratio inr results in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.2 and 1.5, laboratory inr. The time between testing was: a couple of minutes between both inratio inr results and 2-3 hours between inratio inr results and lab. Reportedly, sample not applied immediately after finger stick and added multiple drops of blood. Additionally, lab test result not provided, patient felt it must have been within the therapeutic range (tr) as the doctor instructed her to continue with her current regiment of coumadin based on the lab result. Therapeutic range was within target range for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio results without this information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation was pursued. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.